Event description:
Reportedly, this device was explanted at implant due to large central jet. Rep said, that customer left the valve out in the air, all night, so the valve is dry.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Device returned, but not yet evaluated.